Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound with the cochlear implant. Re-implantation is being considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. However the device remains implanted, as no date for re-implantation surgery is scheduled yet. The complaint can be re-opened if further relevant information is received.

Event description:
It was reported that the patient lost access to sound with the cochlear implant. Re-implantation is being considered but no date for surgery has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient lost access to sound with the cochlear implant. The patient was re-impalnted.